Event description:
Morphine pca infusing for several hours without any issues. IV pump started to alarm randomly with message saying, "channel disconnected." Mom and patient had been sitting in chair for last several hours and had noted touched/bumped IV pump. Pca pump still connected to brain pump. Pca pump disconnected and reconnected by rn but still would not "connect virtually" to brain. Two other large volume and one syringe pump able to be connected to brain without any problems.